Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Caller stated they are having a lot of knee problems and they saw the doctor and they think that some of the leads are no longer working because it happened really suddenly and it's all the nerves in the back of the knee. Caller added that the doctor said it's not a mechanical problem and that it has to do with the stimulator. Agent redirected to healthcare provider.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID (B)(4), (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2018; brand name vectris surescan; product ID (B)(4), (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2018; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt reported that at this time, they have discovered that only the top few electrodes are working on the r, therefore, leaving coverage on the lower right side only when lying on r side. The (illegible) shifts with the spine. Pt had rhizotomy of both (illegible) 4-18-24. Will also connect with surgeon about changing type of (illegible), change to paddle type. They are working on this, ongoing, but they have isolated the problem.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the cause was unclear. Patient stated they had an MRI and an emg already. Patient stated they are trying different programs.

Manufacturer narrative:
Concomitant medical product: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.